Event description:
A customer reported experiencing a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send the customer a replacement pump with updated software, provided instructions for placing the current pump into storage mode, and advised on the steps to take upon receiving the new pump. The customer acknowledged and understood the provided instructions, and was informed to return the problematic pump within 10 days.